Event description:
It was reported post implant a realize band, the tubing was disconnected from the port. The surgeon attempted to remove the port without using a port applier but by using hemostats. However the surgeon was having difficulty removing the port due to the hooks not retracting the tissue had grown into the hooks preventing them from retracting. The old port was removed successfully. The procedure was completed by implanting a new port. There was not reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged acutator ring the injection port with biological debris and the locking connector were returned for evaluation. A functional test was performed on the injection port with unsuccessful results. It was not possible to deployed or retracted hooks. The biological debris was removed from the actuator ring, hooks and tubing connection and functional test was performed with a successful result. The hooks deployed and retracted correctly. Presence of biological debris impeded the functionality. Dimensional analysis was performed on the tubing connection and the injection port and was within specification. Product's analysis (visual and functional) cannot confirm the port disconnection; however the issue with inability to remove the injection was confirmed. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.